Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during a shoulder surgery the dyonics acromionizer burr 4mm inner and outer sheaths melded together. The procedure was completed without a significant delay using a 5.5 mm burr with the same handpiece as a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during a shoulder surgery the dyonics acromionizer burr 4mm inner and outer sheaths melded together. The procedure was completed without a significant delay using a 5.5 mm burr with the same handpieces as a back-up device and performing a change in the surgical technique. No patient injury or other complications were reported.